Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. While troubleshooting an error condition of "needle bellows down" generated by the instrument, the customer made a small cut in the vent line tubing causing a leak of blood and diluent while replacing the needle assembly. The volume was not reported and the leak was contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the small cut on the vent tubing. The fse trimmed to tubing to remove the cut area and reattached the vent port tubing to resolve the leak. This did not resolve the error condition of "needle bellows down." A different fse arrived later on (B)(4) 2014 and found evidence of a dried leak at the needle vent line, dried blood spilled on the needle assembly and in the bsv (blood sampling valve) drip tray. He found the air cylinder had stopped working. The fse replaced the air cylinder to resolve the needle bellows down error. (B)(4).